Event description:
It was reported that resistance was encountered when trying to advance the stent across the lesion; this resulted in the catheter shaft breaking at the proximal end. The physician stated that force was applied in an attempt to advance the stent to the lesion. Both devices were removed from the patient and there was no clinical consequence reported.

Manufacturer narrative:
The device history record review confirms that the catheter met all material, assembly and performance specifications. The device was returned for analysis along with the stent delivery wire. The microcatheter was broken 9.5cm from the proximal end with 17cm of braid exposed. At 6cm from the proximal end the shaft was like an accordion. There was no damage to the stent delivery wire. Based on the information provided and the investigation, the most likely cause of the shaft break is operational context.

Manufacturer narrative:
Additional information was received from the user facility, continuous flush was maintained and the anatomy was not considered tortuous. It was reported that there were no difficulties accessing the lesion with the catheter prior to advancing the stent through the catheter. (B)(4).

Event description:
It was reported that resistance was encountered when trying to advance the stent across the lesion; this resulted in the catheter shaft breaking at the proximal end. The physician stated that force was applied in an attempt to advance the stent to the lesion. Both devices were removed from the patient and there was no clinical consequence reported.